Manufacturer narrative:
H6 - work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
D4: h4: updated. Claim#(B)(4).

Manufacturer narrative:
D4 (expiration date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Manufacturer narrative: additional yag iridotomy is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Yag was performed. Reportedly, "since there was an unexpected sudden displacement of the icl on day 1 postop the decision was made to perform a small pi to prevent pupil block in case the ilc would displace further." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.